Event description:
A healthcare worker complained of burning and itching of the eye when cidex activated dialdehyde solution splashed into the eye. The worker immediately rinsed her eye with water. It was stated that the worker was wearing safety glasses when the event occurred. The worker went to see her physician and flushed her eye with saline for several minutes. The physician advised the worker that her eye appears to be fine and no further treatment was provided.